Event description:
Boston scientific received information that this right ventricular (rv) lead was noted to have elevated thresholds one day after implant. The physician suspected this lead microdislodged. As a result, the physician explanted and replaced this lead. The physician noted that he may have nicked the lead during the extraction procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this right ventricular (rv) lead was visually inspected and put through electrical testing. Visual inspection found a puncture in the lead body, confirming the field representative's report indicating that the physician nicked the lead. However, the allegation of elevated thresholds and microdislodgement could not be confirmed by analysis. Laboratory analysis determined that this lead passed all electrical testing.